Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter was reading inaccurately at 2:55pm on (B)(6) 2017, when the patient obtained alleged inaccurately erratic blood glucose results of ¿191, 419 and 239 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin which he self-adjusts. The reporter stated that on (B)(6), the patient had consumed less food/drink. She indicated that ¿at the moment¿ the patient obtained the alleged inaccurate results, he developed symptoms of ¿sweating, weakness and fatigue¿. The reporter stated that at 3:00pm on (B)(6) 2017, the patient ate an orange to treat his symptoms. The reporter denied that any other device had been used to check the patient¿s blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The csr also noted that the test strips had been stored correctly, were within expiry date and the test strip vial was intact. The reporter confirmed that the patient had used the same approved sample site to obtain the blood samples and the correct testing steps. The csr walked the reporter through a control solution test and the result was in range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Sweating, weakness and fatigue, after the alleged product issue began.